Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed per the information provided. Due to unavailability of valve serial number, DHR and lot history review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''2 years and 7 months post-procedure, the patient presented with chest pain and symptoms of heart failure. Diagnostic evaluation revealed severe stenosis (aortic valve area < 0.5 cm2) and moderate regurgitation, with mean/peak gradients exceeding 50 mmhg''. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), structural valve deterioration can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention, or it may be moderate to severe. In these cases, it can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, it was reported that the patient has a medical history of severe chronic renal failure/dialysis and diabetes. These comorbidities are well-known comorbidities for leaflet calcification potentially leading to valve degeneration/ stenosis. As such, available information suggests patient factors (renal failure, diabetes) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, approximately 2 years and 7 months post transfemoral tavr procedure with a 26 mm sapien 3 ultra valve, the patient presented with chest pain and symptoms of heart failure. Diagnostic evaluation revealed severe stenosis (aortic valve area < 0.5 cm2) and moderate regurgitation, with a mean/peak gradient exceeding 50 mmhg. The clinical team attributed the early degeneration of the initial thv to the patient's chronic dialysis condition. A valve-in-valve procedure was performed using a non-edwards valve, which was successfully implanted. The patient was reported to be well and stable post-procedure.

Manufacturer narrative:
Investigation is ongoing.